Event description:
The initial reporter questioned results for qc and patient samples tested for elecsys folate iii (folate iii) on a cobas e 801 analytical unit. Of the data provided for 20 patient samples, the results for 6 patient samples were discrepant. The customer ran the patient samples on the e801 analyzer in question (analyzer 5) and 2 other analyzers (analyzer 2 and analyzer 3). Patient 1 result from analyzer 5 was 8.65 ng/ml. The repeat result from analyzer 2 was 5.51 ng/ml. The repeat result from analyzer 3 was 5.26 ng/ml. Patient 2 result from analyzer 5 was 2.18 ng/ml. The repeat result from analyzer 2 was 3.36 ng/ml. The repeat result from analyzer 3 was 3.28 ng/ml. Patient 3 result from analyzer 5 was 3.52 ng/ml. The repeat result from analyzer 2 was 5.13 ng/ml. The repeat result from analyzer 3 was 4.53 ng/ml. Patient 4 result from analyzer 5 was 3.91 ng/ml. The repeat result from analyzer 2 was 5.24 ng/ml. The repeat result from analyzer 3 was 4.31 ng/ml. Patient 5 result from analyzer 5 was 3.77 ng/ml. The repeat result from analyzer 2 was 5.01 ng/ml. The repeat result from analyzer 3 was 4.1 ng/ml. On (B)(6) 2023 the sample for patient 1 was repeated analyzer 5 with a result of 8.29 ng/ml. The sample was repeated on analyzer 3 with a result of 5.09 ng/ml. On (B)(6) 2023 patient 6 result from analyzer 5 was 8.62 ng/ml. The sample was repeated on anlayzer 3 with a result of 4.91 ng/ml.

Manufacturer narrative:
The folate iii reagent lot number was 728047 with an expiration date of 31-oct-2024. The field service engineer (fse) found a bent prewash sipper nozzle and replaced it. Instrument performance testing was acceptable. The customer had no further issues after the service visit. The investigation determined the event was consistent with a maintenance issue.